Manufacturer narrative:
The manufacturer received the device for investigation on february 15, 2017. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that an allofit, impactor, straight was used in a surgery on (B)(6) 2017.the thread at the end of the impactor is worn /used and it's hard for the orthopedic team to insert the cup in those thread.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend has been identified.this issue (thread defect) is known and has already been addressed. Review of event description: it was reported that the thread at the end of the impactor is worn and therefore it was difficult during surgery to insert the cup in those threads. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: the allofit impactor was returned for an investigation. The visual examination showed signs of usage on the impactor. Several dents on the rod as well as impaction signs on the handle are visible. The complaint can be confirmed since the thread looks damaged. Root cause analysis: this issue (thread defect) is known and has already been addressed. The root cause was identified in the material combination of thread and trial or implant shell: the thread should be manufactured with a hardened material. New prototypes were manufactured with hardened stainless steel. Functional tests were successfully performed; the new hardenable material addresses the issue and fulfills the requirements: no thread deformation and no fretting between instrument and trial shell resp. Implant shell occurred after several assembly and disassembly procedures. Therefore a new design change for the straight impactor was implemented: update of material specifications of the thread, from non hardenable to hardenable stainless steel. To confirm that the applied changes ensure the functionality of the instrument, comparable devices were analyzed: comparable products show that using the newmaterial for the manufacturing of the allofit straight impactor improves the performance of the instruments. The initial aim of decreasing wear produced during assembling and disassembling of shells on the impactor is achieved through this measure.therefore the implemented actions are considered as effective. Conclusion summary: based on the information available the root cause of this complaint was identified and has been already addressed. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).